Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported a small amount of blood (25 ml) was spilled on the heart lung console. The vent line tubing became disconnected from the inlet connector of the venous reservoir. The vent pump was stopped, and the tubing was re-attached. The vent pump was re-started and functioned uneventfully for the rest of the case. The blood spillage did not impact any performance of the heart lung machine and/or perfusion circuit. There was no need for homologous transfusion. The device was used to conclude the procedure. The user reported, the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.